Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis and patient¿s outcome were unknown. It was not reported if the patient was hospitalized for the event. Treatment rendered for the event and the action taken with pd therapy were not reported. No additional information is available.